Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to remove during use. The following information was provided by the initial reporter, translated from chinese: "at 10:30 on (B)(6) 2023, the responsible nurse performed venipuncture for the patient according to the doctor's advice. After successful puncture with a y-shaped 24g*0.75in indwelling needle (pegasus), she found that the needle could not be pulled out. The nurse can only pull out the indwelling needle, appease the patient and replace the indwelling needle to give venipuncture again, which increases the pain of the patient and causes conflicts between doctors and patients."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: in response to the event reported, a device history review was conducted for lot number 2215728. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to remove during use. The following information was provided by the initial reporter, translated from chinese: "at 10:30 on (B)(6) 2023, the responsible nurse performed venipuncture for the patient according to the doctor's advice. After successful puncture with a y-shaped 24g*0.75in indwelling needle (pegasus), she found that the needle could not be pulled out. The nurse can only pull out the indwelling needle, appease the patient and replace the indwelling needle to give venipuncture again, which increases the pain of the patient and causes conflicts between doctors and patients."